Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks unable to convert the ventricular arrhythmia. X-rays were completed to evaluate the system placement. X-rays confirmed the system was not in an optimal position. Review of the device data confirmed all shocks were considered appropriate. This device system remains in service. No adverse patient effects were reported.